Manufacturer narrative:
Quality controls recovered within range. There was no indication of a reagent performance issue. The field service engineer ran precision studies and these recovered within guidelines. An instrument check was performed and it recovered within specifications. Frequent abnormal aspiration errors were observed on the alarm trace. The investigation did not identify a product issue. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with apoat (apolipoprotein a) on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an apolipoprotein a value of 94 mg/dl. The value was considered very high so the sample was repeated. The repeat apoliporotein a result was 45 mg/dl. The sample was also repeated twice on a second analyzer on (B)(6) 2023, resulting in apoliporotein a values of 36 mg/dl and 36 mg/dl. The results from the second analyzer were deemed correct.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer ran precision studies and these recovered within guidelines. The investigation is ongoing.